Manufacturer narrative:
This report is based on information provided by philips delivery remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating a self-test failure. There was reportedly no patient involvement. Confirmation from the delivery remote service personnel indicates that the customer declined our service, resulting in no final resolution and the subsequent non-performance of the repair. Further investigation is not feasible. Based on the available information, the root cause of the reported problem remains unconfirmed due to the customer's refusal to accept our service, which led to no final resolution and the subsequent non-performance of the repair. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The delivery remote service personnel provided a repair quote; however, the customer did not accept it. As a result, we are unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib failed the self-test. There was no reported patient involvement.